Manufacturer narrative:
Method: device not returned. It is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider or return of the device for evaluation, we are unable to comment on the root cause for this event. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp areas of leaflets 1 and 3, minimal calcification was observed in the cusp area of leaflet 2. The free margin of leaflets 1 and 3 also exhibited heavy calcification. Leaflet disruption was evident on leaflets 1 and 3 near commissure 1 due to heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue was heavy and encroached onto the tissue by a greatest distance of 7mm on the outflow aspect. Host tissue was moderate and encroached onto the tissue by a greatest distance of 5mm on the inflow aspect. Host tissue was heavy at the stent outflow and moderate at the stent inflow. One hole was observed on leaflet 2, hole was approx 2mmx1mm. Such observations are typical characteristics of those caused by suture tail abrasion. One suture tail was observed on the sewing ring near leaflet 2. Leaflet 2 touched the suture end at open position. The x-ray demonstrated calcification, wireform and metal band distortion. Wireform was exposed near commissure 3 at outflow aspect. These damages are most likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: based on our gross analysis, the clinical observation of stenosis was confirmed with calcification as the primary contributor. Additional contributors were host tissue overgrowth and suture tail abrasion. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The instructions for use for this model device lists surgical precautions for ¿when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Leaflet damage due to contact with exposed suture tails may result in regurgitation. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 23mm bioprosthetic aortic valve, implanted approximately seven (7) years and ten (10) months, was explanted and replaced with a newer model 23mm aortic bioprosthesis. The reason for the explant remains unknown.